Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The technical support provided instructions on how to reset the pump, assisted the caller with the process, and the issue did not recur after resetting. The customer was informed to continue using the pump and to contact support if the problem reappeared, which the caller understood and acknowledged.